Event description:
It was reported that boston scientific technical services (ts) were contacted to evaluate the data from this implantable device. The physician suspected the device battery to be exhibiting signs of premature depletion. Ts confirmed that the power consumption was increasing resulting in the observed depletion. Replacement was recommended within 90 days. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) were contacted to evaluate the data from this implantable device. The physician suspected the device battery to be exhibiting signs of premature depletion. Ts confirmed that the power consumption was increasing resulting in the observed depletion. Replacement was recommended within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received and is currently pending analysis completion. Once the investigation is complete, this record will be updated with results.

Event description:
It was reported that boston scientific technical services (ts) were contacted to evaluate the data from this implantable device. The physician suspected the device battery to be exhibiting signs of premature depletion. Ts confirmed that the power consumption was increasing resulting in the observed depletion. Replacement was recommended within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.